Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the tower door had failed. The customer reported that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door had failed. The field service engineer (fse) identified that the micro switches on the latch of tower door 1 had failed, which prevented the door from opening and eliminated the expected operational click. The fse replaced the faulty switches to resolve the issue. The customer verified the functionality, and the outcome was successful. The system functioned as intended after the field service engineer repaired the device.